Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation as it remains implanted. X-rays were not returned for review. Based on the information received, the results are inconclusive and the root cause is unknown. The information for use of this product states: complications may occur at any time during or after the procedure. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that a leg detached from the filter. This was an incidental finding during an unrelated x-ray review. It was reported that the limb is either in the cava wall or in the renal vein. Unable to distinguish due to poor quality of films.